Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR. Report: 3006705815-2018-01721. It was reported the patient underwent a lead replacement procedure on (B)(6) 2018 to explant and replace the existing leads with a paddle lead. The manufacturer has requested additional information on the reason for the procedure.

Event description:
Device 2 of 2 reference MFR. Report: 3006705815-2018-01721. Follow-up identified the reason for the procedure was attributed to invalid impedance values on both leads. Stimulation was restored post-operatively.